Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided, so visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery the hinge on the lid of the aseptic battery housing broke. No harm to the patient. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4). G2:foreign- poland investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.